Manufacturer narrative:
Insulin pump received no button response (act) due to corroded keypad traces. Insulin pump time clock advances no frozen screen noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer reported that the insulin pump had frozen display as well as insulin pump alarmed after battery changed. Customer also reported that they were unable to clear the alarm. Customer stated that an alarm occurred during that time the buttons stopped. Screen was not blank after inserting new battery. Troubleshoot was performed. Customer advised to insulin pump will need to be replaced and revert to back up plan. Insulin pump will be returned for analysis.